Manufacturer narrative:
(B)(4). A review of all batch record potentially associated lot number (h10j20030) was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The root cause was determined to be user error-poor aseptic technique. The current labeling provides ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 3 of 4 for this incident of peritonitis. As patients discard supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Event description:
During a follow call for an unrelated alarm the peritoneal dialysis registered nurse(pdrn) contacted product surveillance on (B)(6) 2010. The pdrn reported that the home patient(hp) is being treated for fibrin and peritonitis. On (B)(6) 2010. Baxter contacted pdrn to obtain further information on this event of peritonitis. The nurse stated that the patient has had ongoing peritonitis since (B)(6) 2010. On (B)(6) 2010, peritoneal dialysis(pd) cultures were positive. On an unknown date the patient was treated with vancomycin and maxipime. This episode of peritonitis has been ongoing since (B)(6). The pd cultures were retaken on (B)(6) 2011 and culture was positive for another organism. On an unknown date antibiotic therapy was changed to vancomycin. The patient will complete antibiotic therapy on (B)(6) 2011. The nurse reports that the patient's condition is improved. She also reports that the patient's pd therapy has been ongoing.